Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint for the fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing high/low alarm issue was reported with the adc freestyle libre 2 reader. A customer reported the reader failed to alarm when blood glucose was low and as a result, the customer became hypoglycemic and experienced a loss of consciousness. The customer was unable to treat themselves and a nurse administered glucose and no further information was reported. There was no report of death or permanent injury associated with this event.